Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13455360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After positioning the prowler 14 microcatheter for treatment of an anterior communicating aneurysm an unknown coil could not be advanced through the microcatheter. The microcatheter and coil were removed as a unit. The coil was still attached to the delivery system and the same coil system was used with another microcatheter to complete the procedure. All the products were stored, handled and prepped per labeling instructions. An adequate continuous flush was maintained through the microcatheter at all times. The microcatheter was re-shaped with steam for 15 seconds. After reshaping, no damages were noticed on the microcatheter. Additionally, no damage was noted on the microcatheter, coil or delivery system that may have contributed to the event and the coil was still attached. A non-sterile microcatheter prowler 14 was received coiled inside a plastic bag. The product was inspected and several compressed sections and kinks/bends were found over the unit; also residues of dry blood were observed. The hub was inspected and no damage was found. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and compress sections and kinks/bends were confirmed. A lab sample guidewire agility 14 was introduced into the prowler 14 and friction and resistance were felt due to the compressed section and the kinks/bends. The guidewire did not pass thru the microcatheter. The inner lumen of the microcatheter was inspected and no damages or residues of dried blood were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13455360 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inability to advance a device through the microcatheter was confirmed. The cause of the microcatheter obstruction with functional analysis of the returned device was compressed sections on the microcatheter and this may have impacted the event reported by the customer. The cause of the compress sections and the other damages found over the unit could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. Procedurally, the microcatheter would have been positioned at the target lesion over a guidewire prior to removal of the guidewire and introduction of the unknown coil. Based on this it appears that procedural factors possibly contributed to the damages on the returned device and the reported event. Therefore, no corrective action will be taken at this time.

Event description:
The patient had anterior communicating aneurysm. After the physician positioned microcatheter to the target site, he planned to place the coil. During the advancement of the coil, it could not pass through the microcatheter. The physician succeeded when changed another microcatheter. The device will be returned for investigation. All the products were stored, handled and prep per labeling instructions. An adequate continuous flush was maintained through the mc at all times. The microcatheter was re-shaped with steam for 15 seconds. After reshaping, no damages were noticed on the mc. Additionally, no damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the event, the microcatheter and coil delivery system were removed as a unit, and then changed to another micro-catheter with the same coil system to successfully complete the procedure. The coil was still attached to the delivery system.